Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). Therefore, the patient underwent a revision of the ipg pocket site where the physician repositioned the ipg to be within the optimal depth range for charging. During the procedure, it was confirmed that the implanted ipg was able to couple with the charger successfully. The patient was doing fine post-operatively.